Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. Biological matter can be observed on the anchor. The anchor was found broken at the tip. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br3sut w/oc would have contributed to the complained device issue. Based on the investigation findings, the potential root cause can be traced to procedural variables, such handling of the device or product interaction during procedure; bending force was applied and consequently caused the anchor tip breakage as per IFU: do not apply a bending force to the inserter. This can damage the anchor or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an anterior cruciate ligament (acl) surgical procedure it was observed that the 4.5 healix advance br3sut w/oc device anchor was broken off. All broken parts were removed. Another like device was used to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found the overall device surface with signs of usage. The device had the anchor and sutures detached from the inserter and the anchor was broken at the distal end. The anchor had foreign matter, presumably biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br3sut w/oc would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, such as off axis insertion and levering during insertion. As per IFU, 1) inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. 2) do not apply a bending force to the inserter. This can damage the anchor or inserter tip. 3) apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.